Event description:
It was reported that the intraocular lens (iol) was not implanted because the haptic was defective. The issue was noticed during handling and prior to insertion. The material is not available for return. No further information was provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, lens was not implanted. If explanted, give date: not applicable, lens was not implanted, therefore not explanted. Telephone number: (B)(6). Device evaluation: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.